Manufacturer narrative:
Based on the initial escalation analysis, it was observed that the sensor was trying to recover after insertion and that it could not be confirmed if the sensor would recover completely before day 21 after insertion and prevent a sensor replacement. Since it could not be confirmed if the sensor would fully recover, the ram was authorized. The RMA was not received and therefore no further investigation is possible at this time. As part of resolution, the RMA was authorized to offer the user a sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.